Event description:
A 67 yr old male admitted with cerebral vascular accident on 3-6-98, unable to swallow. On 3-10-98 endoscopy & percutaneous endoscopic gastrostomy. On 3-14-98, severe infractrable hiccups. Tube feeding stopped at 4am. On 3-15-98 sudden diaphoretic episode with trembling. Respiratory distress; cause aspiration pneumonia. Transferred to intensive care unit. The gj tube has two ports. The ports are imprinted by the MFR to indicate in which port to administer tube feedings. The imprint comes off very easily when gastric contents gets on the tube. The user facility has had other incidents with the bard tube when staff puts feedings in the wrong port. The ports are the same color & without benefit of the printing, it is difficut to identify the proper port. The user facility has reported this to the MFR for at least 2 yrs.